Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement test, active current test, and self-test. Unit failed to pass the sleep current measurement due to high currents during testing. No failed battery alarm noted during testing. Pump was downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on 03/25/2023 04:49--04:59 in history files. This was expected. Pump error 53 was present in history download on event date of 03/25/2023 04:16. Esf# (B)(4), file number=206, line number= 114. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 & force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube). P-cap was attached and locked into place properly. Swapped pcb 2 with test pcb 2 and it functioned properly. Fail battery test is not confirmed. Pump error 53 is confirmed due to being found in history files and traces and due to hardware anomaly. Unexpected battery power loss is confirmed and isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received failed battery alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that pump had shown pump error 53 alarms in the past. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.